Manufacturer narrative:
Philips has investigated this complaint. It was reported that exposure was not possible intermittently. The philips field service engineer (fse) inspected the system onsite and reviewed the log files and found that the device reported an ippc error. Upon further inspection, fse found that ippc internal circuits were not working well. Fse bypassed the hhd bay and connected hard disk to ippc. After that, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system could not expose. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.